Event description:
It was reported that the patient felt he could pump the cylinders to a favorable size, however, the would slowly deflate after 10 or 15 minutes. The dr. Found no device malfunction, therefore, no components were removed or replaced.